Event description:
The reporter stated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in the patient's right eye (od) in 2009, the lens was explanted the following month, due to excessive vaulting. Subsequently, the pt has angle closure glaucoma. The lens was exchanged for a shorter lens. Additional info has been requested but none has been forthcoming. If additional info becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
Angle closure - excessive - eval: results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the work order. Conclusions: based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined.